Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed the ccc that quality controls were within range on the day of event. The customer cleaned the probes and drains and also aligned the probes. The customer ran precision testing, which resulted in poor precision. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned all drains and probes. The cse primed the fluids, checked bottom of cuvette alignment and replaced the reagent preparation probe. The cse ran a photometer check, which failed on three filters. The cse ran a photometer alignment and precision testing on ca test samples, which passed. The cse ran quality controls, which were within range. The cause of the discordant, falsely low ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.